Event description:
It was reported while using bd pet syringes veterinary insulin syringes the plunger was loose. There was no report of patient impact. The following information was provided by the initial reporter: pet owner stated, two syringes are used per day. Stated, the plunger rod is really loose stated, scale marking fonts are larger at top of barrel and much smaller at the bottom of barrel stated, sometimes font is so small that he cannot see the numbers. Lot: 2206995 catalog: date of event: unknown samples: yes cl u40 syringe complaint received voicemail from pet owner stating he's finding "bent needles" prior to injection stated, barrel sizes seem different, "some are large and same are small".

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2023 h6: investigation summary customer returned (6) 0.3ml 12.7mm syringes in an open polybag from the lot# 2206995. It was reported by the consumer that the plunger rod is really loose. All the syringes outer diameter was measured within the specified limits. Functionality test was performed and no issues were observed with the movement of plunger rod. No evidence of loose plunger rod was observed on the returned samples. A review of the device history record was completed for batch # 2206995 all inspections were performed per the applicable operations qc specifications. Embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed. See h10.

Event description:
It was reported while using bd pet syringes veterinary insulin syringes the plunger was loose. There was no report of patient impact. The following information was provided by the initial reporter: pet owner stated, two syringes are used per day. Stated, the plunger rod is really loose stated, scale marking fonts are larger at top of barrel and much smaller at the bottom of barrel stated, sometimes font is so small that he cannot see the numbers. Lot: 2206995 catalog: date of event: unknown samples: yes cl u40 syringe complaint received voicemail from pet owner stating he's finding "bent needles" prior to injection stated, barrel sizes seem different, "some are large and same are small."